Manufacturer narrative:
The report that the ipg was revised due to ¿unable to communicate with¿ was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor. Analysis of the device and a review of the logs found that the condition occurred on the day of the patient's lead revision procedure during which the ipg's juno processor entered a stuck state.

Event description:
It was reported that during the patient's lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-01950], ipg was placed into surgery mode prior to the surgery. However, after the procedure, the ipg was unable to communicate with the external devices. Troubleshooting was attempted, but the issue was unable to be resolved. As a result, surgical intervention took place on (B)(6) 2025, during which the ipg was explanted and replaced to address the issue.